Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issues"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2010: essure was successfully occluded. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/chronic pelvic pain/ pain") and genital haemorrhage ("heavy bleeding") in a 23-year-old female patient who had essure (batch no. 619619) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pregnancy. Concurrent conditions included fatigue, cough, sore throat, chest pain, scabies, endometriosis of uterus, obesity, adjustment disorder, menstruation irregular and adenomyosis. Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxious/ mental anguish"), depression ("depressed/ depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)"). On (B)(6) 2011, 1 year 5 months after insertion of essure, the patient experienced ovarian cyst ("ovarian cyst"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstrual issues"), dysmenorrhoea ("painful menses"), alopecia ("hair loss") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy) and surgery (cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, dysmenorrhoea and alopecia had not resolved and the menstrual disorder, anxiety, depression, abdominal pain, vaginal haemorrhage, menorrhagia and ovarian cyst outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: heavy bleeding, pelvic pain, ovarian cyst, anxiety, hair loss. Most recent follow-up information incorporated above includes: on 30-aug-2018: pfs and medical record received. Reporter's information and lot number were updated. Events added: abnormal bleeding (vaginal, menorrhagia), ovarian cyst. Outcome of event pelvic pain was updated from unknown to recovering / resolving. Concomitant drugs, historical condition and concomitant conditions were added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/chronic pelvic pain/ pain") and genital haemorrhage ("heavy bleeding") in a 22-year-old female patient who had essure (batch no. 619619) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy and asthma. Concurrent conditions included fatigue extreme, cough, sore throat, chest pain, scabies, endometriosis of uterus, obesity, adjustment disorder, menstruation irregular and adenomyosis. Concomitant products included nsaid's, paracetamol (acetaminophen) and sertraline hydrochloride (zolof). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxious/ mental anguish"), depression ("depressed/ depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse),") and fatigue ("fatigue"), 6 months 1 day after insertion of essure. On (B)(6) 2011, the patient experienced ovarian cyst ("ovarian cyst"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstrual issues"), dysmenorrhoea ("painful menses"), alopecia ("hair loss"), the first episode of abdominal pain ("abdominal pain") and the second episode of abdominal pain ("abdominal pain"). The patient was treated with surgery (cystoscopy and laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the genital haemorrhage had resolved, the menstrual disorder, anxiety, depression, vaginal haemorrhage, menorrhagia, ovarian cyst, dyspareunia, fatigue and the last episode of abdominal pain outcome was unknown and the dysmenorrhoea and alopecia had not resolved. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain, vaginal haemorrhage, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: essure was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: heavy bleeding, pelvic pain, ovarian cyst, anxiety, hair loss. Most recent follow-up information incorporated above includes: on 21-nov-2018: pfs received, events added dyspareunia (painful sexual intercourse), fatigue. Events onset date, severity and outcome added. Patients medical history and concomitant drug added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/chronic pelvic pain/ pain") and genital haemorrhage ("heavy bleeding") in a 22-year-old female patient who had essure (batch no. 619619) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, asthma, obesity and cystoscopy. Concurrent conditions included fatigue extreme, cough, sore throat, chest pain, scabies, endometriosis of uterus, obesity, adjustment disorder, menstruation irregular and adenomyosis. Family history included seizures. Concomitant products included citalopram since (B)(6) 2017, drospirenone;ethinylestradiol (yasmin) from (B)(6) 2009 to , nsaids, paracetamol (acetaminophen) and sertraline hydrochloride (zolof). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxious/ mental anguish / psychological or psychiatric problems - condition: anxious/ mental anguish"), depression ("depressed/ depression / psychological or psychiatric problems - condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse),") and fatigue ("fatigue"), 6 months 1 day after insertion of essure. On (B)(6) 2011, the patient experienced ovarian cyst ("ovarian cyst"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("painful menses"), alopecia ("hair loss"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstrual issues") and abdominal pain ("abdominal pain"). The patient was treated with surgery (cystoscopy and laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain was resolving, the genital haemorrhage had resolved, the menstrual disorder, anxiety, depression, vaginal haemorrhage, menorrhagia, ovarian cyst, dyspareunia, fatigue, migraine, headache and weight increased outcome was unknown and the dysmenorrhoea and alopecia had not resolved. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, ovarian cyst, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: essure was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: heavy bleeding, pelvic pain, ovarian cyst, anxiety, hair loss. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain. Most recent follow-up information incorporated above includes: on 28-mar-2019: plaintiff fact sheet and medical records received. Reporter information updated. Patient demographic information updated. Other relevant history updated. Outcome of event abdominal pain was updated to "recovering/resolving". Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/chronic pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstrual issues"), dysmenorrhoea ("painful menses"), alopecia ("hair loss"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menstrual disorder, anxiety and depression outcome was unknown and the genital haemorrhage, dysmenorrhoea and alopecia had not resolved. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2010: essure was successfully occluded. Most recent follow-up information incorporated above includes: on 10-aug-2018: summons received: reporter information and new events heavy bleeding, painful menses, hair loss, anxious, depressed were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/chronic pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstrual issues"), dysmenorrhoea ("painful menses"), alopecia ("hair loss"), anxiety ("anxious"), depression ("depressed") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menstrual disorder, anxiety, depression and abdominal pain outcome was unknown and the genital haemorrhage, dysmenorrhoea and alopecia had not resolved. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure was successfully occluded most recent follow-up information incorporated above includes: on 29-aug-2018: summons received. Event added: abdominal pain. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/chronic pelvic pain/ pain') and genital haemorrhage ('heavy bleeding') in a 22-year-old female patient who had essure (batch no. 619619) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, asthma, obesity and cystoscopy. Concurrent conditions included fatigue extreme, cough, sore throat, chest pain, scabies, endometriosis of uterus, obesity, adjustment disorder, menstruation irregular and adenomyosis. Family history included seizures. Concomitant products included citalopram since (B)(6)2017, drospirenone;ethinylestradiol (yasmin) from (B)(6)2009 to (B)(6)2009, nsaids, paracetamol (acetaminophen) and sertraline hydrochloride (zolof). On (B)(6)2009, the patient had essure inserted. In (B)(6)2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse),"), 6 months 2 days after insertion of essure. In (B)(6)2009, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6)2009, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), vaginal discharge ("vaginal discharge") and adenomyosis ("adenomyosis.") And was found to have the first episode of weight increased ("weight gain"). On (B)(6)2010, the patient experienced anxiety ("anxious/ mental anguish / psychological or psychiatric problems - condition: anxious/ mental anguish"), depression ("depressed/ depression / psychological or psychiatric problems - condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)") and fatigue ("fatigue"). On (B)(6)2011, the patient experienced ovarian cyst ("ovarian cyst"). On (B)(6)2012, the patient experienced dysmenorrhoea ("painful menses") and alopecia ("hair loss") and was found to have the second episode of weight increased ("weight gain"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (ablation, cystoscopy and laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain and abdominal pain was resolving, the genital haemorrhage had resolved, the menstrual disorder, anxiety, depression, vaginal haemorrhage, menorrhagia, ovarian cyst, fatigue, migraine, headache, the last episode of weight increased, adenomyosis and vulvovaginal pain outcome was unknown and the dysmenorrhoea, alopecia, dyspareunia, rash, skin disorder and vaginal discharge had not resolved. The reporter considered abdominal pain, adenomyosis, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, ovarian cyst, pelvic pain, rash, skin disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: essure did not worsen previously existing injury/condition. Received treatment for pain : yes, received treatment for bladder/urinary prob, other injuries/sympt : no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Hysterosalpingogram - on (B)(6)2010: results: essure was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: heavy bleeding, pelvic pain, ovarian cyst, anxiety, hair loss. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain. Most recent follow-up information incorporated above includes: on 2-oct-2019: pfs and mr received : events added- vaginal pain, adenomyosis. Reporter added, events onset date, events severity added . We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/chronic pelvic pain/ pain') and genital haemorrhage ('heavy bleeding') in a 22-year-old female patient who had essure (batch no. 619619) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, asthma, obesity and cystoscopy. Previously administered products included for an unreported indication: birth control from 2007 to (B)(6) 2009. Concurrent conditions included fatigue extreme, cough, sore throat, chest pain, scabies, endometriosis of uterus, obesity, adjustment disorder, menstruation irregular and adenomyosis. Family history included seizures. Concomitant products included citalopram since (B)(6) 2017, drospirenone;ethinylestradiol (yasmin) from (B)(6) 2009, nsaids, paracetamol (acetaminophen) and sertraline hydrochloride (zolof). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse),"), 6 months 2 days after insertion of essure. In (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), vaginal discharge ("vaginal discharge") and adenomyosis ("adenomyosis.") And was found to have the first episode of weight increased ("weight gain"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced anxiety ("anxious/ mental anguish / psychological or psychiatric problems - condition: anxious/ mental anguish"), depression ("depressed/ depression / psychological or psychiatric problems - condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)") and fatigue ("fatigue"). On (B)(6) 2011, the patient experienced ovarian cyst ("ovarian cyst"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("painful menses") and alopecia ("hair loss") and was found to have the second episode of weight increased ("weight gain"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (ablation, cystoscopy and laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder, dysmenorrhoea, vaginal haemorrhage, menorrhagia, vaginal discharge and vulvovaginal pain had resolved, the alopecia, dyspareunia, rash and skin disorder had not resolved, the anxiety, depression, ovarian cyst, fatigue, migraine, headache, the last episode of weight increased and adenomyosis outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, adenomyosis, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, ovarian cyst, pelvic pain, rash, skin disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: essure did not worsen previously existing injury/condition. Received treatment for pain : yes, received treatment for bladder/urinary prob, other injuries/sympt : no. Discrepancy noted were insertion date was (B)(6) 2009. Received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: essure was successfully occluded. Lot number: 619619 manufacturing date: 2009-02 expiration date: 2012-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/chronic pelvic pain/ pain') and genital haemorrhage ('heavy bleeding') in a 22-year-old female patient who had essure (batch no. 619619) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, asthma, obesity and cystoscopy. Concurrent conditions included fatigue extreme, cough, sore throat, chest pain, scabies, endometriosis of uterus, obesity, adjustment disorder, menstruation irregular and adenomyosis. Family history included seizures. Concomitant products included citalopram since (B)(6) 2017, drospirenone;ethinylestradiol (yasmin) from (B)(6) 2009, nsaids, paracetamol (acetaminophen) and sertraline hydrochloride (zolof). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxious/ mental anguish / psychological or psychiatric problems - condition: anxious/ mental anguish"), depression ("depressed/ depression / psychological or psychiatric problems - condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse),") and fatigue ("fatigue"), 6 months 1 day after insertion of essure. On (B)(6) 2011, the patient experienced ovarian cyst ("ovarian cyst"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("painful menses"), alopecia ("hair loss"), migraine ("migraines") and headache ("headaches") and was found to have the first episode of weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstrual issues"), abdominal pain ("abdominal pain"), rash ("rash/skin condition"), skin disorder ("rash/skin condition") and vaginal discharge ("vaginal discharge") and was found to have the second episode of weight increased ("weight gain"). The patient was treated with surgery (cystoscopy and laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain was resolving, the genital haemorrhage had resolved, the menstrual disorder, anxiety, depression, vaginal haemorrhage, menorrhagia, ovarian cyst, fatigue, migraine and headache outcome was unknown and the dysmenorrhoea, alopecia, dyspareunia, rash, skin disorder, vaginal discharge and the last episode of weight increased had not resolved. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, ovarian cyst, pelvic pain, rash, skin disorder, vaginal discharge, vaginal haemorrhage, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: essure did not worsen previously existing injury/condition. Received treatment for pain : yes, received treatment for bladder/urinary prob, other injuries/sympt : no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: essure was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: heavy bleeding, pelvic pain, ovarian cyst, anxiety, hair loss. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Event : rash/skin condition, vaginal discharge, weight gain were added. Outcome of the event dyspareunia were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/chronic pelvic pain/ pain') and genital haemorrhage ('heavy bleeding') in a 22-year-old female patient who had essure (batch no. 619619) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, asthma, obesity and cystoscopy. Previously administered products included for an unreported indication: birth control from 2007 to (B)(6) 2009. Concurrent conditions included fatigue extreme, cough, sore throat, chest pain, scabies, endometriosis of uterus, obesity, adjustment disorder, menstruation irregular and adenomyosis. Family history included seizures. Concomitant products included citalopram since (B)(6) 2017, drospirenone;ethinylestradiol (yasmin) from (B)(6) 2009 to (B)(6) 2009, nsaids, paracetamol (acetaminophen) and sertraline hydrochloride (zolof). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse),"), 6 months 2 days after insertion of essure. In (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), vaginal discharge ("vaginal discharge") and adenomyosis ("adenomyosis.") And was found to have the first episode of weight increased ("weight gain"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced anxiety ("anxious/ mental anguish / psychological or psychiatric problems - condition: anxious/ mental anguish"), depression ("depressed/ depression / psychological or psychiatric problems - condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)") and fatigue ("fatigue"). On (B)(6) 2011, the patient experienced ovarian cyst ("ovarian cyst"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("painful menses") and alopecia ("hair loss") and was found to have the second episode of weight increased ("weight gain"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (ablation, cystoscopy and laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder, dysmenorrhoea, vaginal haemorrhage, menorrhagia, vaginal discharge and vulvovaginal pain had resolved, the alopecia, dyspareunia, rash and skin disorder had not resolved, the anxiety, depression, ovarian cyst, fatigue, migraine, headache, the last episode of weight increased and adenomyosis outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, adenomyosis, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, ovarian cyst, pelvic pain, rash, skin disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: essure did not worsen previously existing injury/condition. Received treatment for pain : yes, received treatment for bladder/urinary prob, other injuries/sympt : no decripensy noted were insertion date was (B)(6) 2009. Received treatment for pain, bleeding diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: essure was successfully occluded. Most recent follow-up information incorporated above includes: on 9-jan-2020: psf received : outcome of events : persistent pelvic pain/chronic pelvic pain/ pain , painful menses , vaginal pain , menstrual issues , abnormal bleeding (vaginal) , abnormal bleeding ( menorrhagia) , vaginal discharge updated a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.